Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: investigation revealed that the audible alerts were not functional. The vibratory alerts were found to be functioning appropriately. A damaged solder joint was observed during investigation. Unrelated to the auditory alert issue, investigation revealed stripped battery cap threads and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audible alerts were not functional. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.